Event description:
A pt reported developing a corneal ulcer in the left eye (os) in 2008. The pt said the ulcer has resolved and there is a scar that does not affect vision. The pt reporting wearing lenses on an ew schedule and removed the lenses every week to rest eyes. The pt has been wearing lenses ew for about 20 years. Received a copy of the pt's medical record; the patient was initially seen in 2008 complaining of "red os the last couple of days, irritated and waters a lot, light sensitive." No change in va, denies discharge. Saw "sugar dr" and was given an rx for tobramycin, and was referred to an ophthalmologist, the pt did not fill the rx. The record notes the pt uses no solution or drops with cl's. The pt removed cl's about 2 days ago. Va os pinhole (ph) 20/40. The exam found a 1 x 1 mm os corneal ulcer. Plan d/c lens wear. Culture and sensitivity (c/s) smear os, then start zymar drops q5 min x3 then qid. Bacitration ung qhs. Recheck 3 days. The next day, the c/s early growth: pseudomonas. Pt instructed to come to office. There was no change in os symptoms. Va os: ph 20/200. Zone of infiltrate same size as yesterday, no hypopyon. A 2+ hyperemia. Increase zymar to q1h, d/c bacitracin, recheck 1 day. The following day: pt says feels slightly better. Zymar q1h; tobramycin q1h, pupils miotic, ulcer 2 mm with anterior stromal infiltrate, ac shallow, no hypopyon. The next day: "va better, no pain or discomfort." Meds: "fortified tobramycin, vigamox q2h, pt has not taken cipro. Ecp notes the ulcer looks better. Meds: tobramycin q1h, ciloxan qid, va 20/60 ph. One day later: os feels better, va is better. Size of ulcer is smaller with decrease intensity of infiltrate. No hypopyon, no surrounding infiltrate. Meds: ciloxan qid, vigamox qid, tobramycin q2h while awake. Three days later: pt said va os much better. Meds: fortified tobramycin q2h, vigamox qid, ciprofloxcin qid. Va 20/40 -2. Meds: tobrex qid, ciloxan qid, vigamox qid. Two days later: pt notes va better, no pain. The ecp notes the ulcer is improving. "Fading opacity, speck central strain , mild thinning." "No cells surrounding infiltrate." Assessment: corneal ulcer doing well. Plan: d/c vigamox, recheck 5 days. The following month: pt states os better, va good, no drops. Small stromal opacity nasal to visual axis. Assessment: healed corneal ulcer; corneal scar. Pt cleared to restart cl in november. Va os with correction 20/40 -2. No additional information in medical records. The pt reported the lenses and packaging were discarded; pt did not know the lot number. The pt is currently wearing acuvue 2 lenses on ew schedule. MDR events are reviewed at quarterly management review meetings. No additional information is expected.

Manufacturer narrative:
Device discarded: unable to follow-up. No conclusions can be drawn.